Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: UDI, and g4: 510k are unknown

Event description:
It was reported that the pump exhibited a battery failure alarm. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) show a battery depleted alarm. A functional test was performed and the reported issue was not duplicated. It was determined that the most probable cause was due to the battery. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.